Event description:
It was reported that the patient would have a reaction as if he had a pocket fill every time they refill the pump, but it wasn¿t a pocket fill; the patient experienced a low blood pressure and felt like he was faint. The patient went to his primary healthcare provider after the episodes for treatment. The pump managing physician was told that the pump septum could leak. The pump was filled with saline about a year ago and the patient was being managed without the pump. The physician was requesting the pump off passcode to permanently stop the pump. Prior to the saline, the pump was delivering bupivacaine, clonidine, and ¿probably¿ morphine related like dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).